Manufacturer narrative:
(B)(4). Four explanted lock screws and bone screws were returned for evaluation. Witness marks on the inferior surface of the lock screws and a lack of hexalobe deformation on the drive features suggest that the lock screws were provisionally tightened, but may not have seen final torque at 90 in-lbs. Linear marks on the inferior surfaces of two of the lock screws indicate rod contact, but there is no circular anodization smearing that would typically be associated with final lock down torque. The torque handle test records were evaluated and were found to be within specification. The device history records for the lot of lock screws was reviewed and there were no non-conformances or manufacturing issues noted that may have caused or contributed to this mode of failure. The root cause of the event appears to be related to missed surgical technique step.

Event description:
Approximately 2.5 months after the initial surgery on (B)(6) 2013, the caudal ends of both rods in a bilateral deformity correction construct were found to have separated from the screw connectors. The implanted construct was a long scoliosis correction from t6-l3. The lock screws separated from the screw heads bilaterally at l3 with partial separation at l2, allowing the rod to dislodge. The event was confirmed radiographically during a routine follow-up visit. The pt did not report any symptoms as a result. Revision surgery was performed on (B)(6) 2013 to remove and replace the affected bone screws and lock screws. The implanted rod remained in-situ and was re-secured.